Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the needle broke. Component fell into cavity but the needle was safely retrieved. There was no patient injury.